Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: sales representative present for case. The tech loaded the reload correctly and was able to open and close the jaws (cycle the instrument). She had three solid green lights showing prior to passing it to the surgeon. When the surgeon tried to close the jaws on the tissue, the instrument didn't respond and all of the lights went out on the handle. He removed it off of the tissue and wiggled the adaptor a little bit and the lights came back on. He then attempted to use the device again. This time he was able to close the jaws, but when he went to push the green ready to fire button, nothing happened. There were no green flashing lights at the top of the handle to indicate that it was ready to fire and all of the lights on the handle went out again. So basically, the lights were intermittent, and the stapler/adaptor/reload were not responding to the touch-control commands of the surgeon. He was in a hurry, got nervous, so he asked to switch to the manual handle to use during the case. That was the first and only attempt to use the idrive powered handle in that case. It never actually fired across tissue. No extension of or time. Switched to a manual handle and everything was okay. No negative outcome. No buttress material was used. No tissue loss, no tissue damage, no blood loss, and the patient is fine.

Manufacturer narrative:
(B)(4).